Event description:
It was reported that during a da vinci s prostatectomy surgical procedure arcing occurred through the monopolar curved scissors (mcs) tip cover accessory, which was installed on a mcs instrument. The surgical staff also discovered holes on the tip cover accessory. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a .165" long, jagged tear at the distal end. Close inspection of the tear shows some material removed along the tear on the outer surface of the silicone, which is not typical of a pure mechanical tear. The removed material appears to be from localized melting, suggesting that an arcing event occurred. Based on the appearance of the tear, the silicone in the affected area may have been damaged prior to the arcing event and repeated opening and closing of the scissor blades may have contributed to the elongation of the tear. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warning: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences such as disconnection of the instrument tip.